Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05855. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh revision on (B)(6) 2009.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure in order to treat cystocele, rectocele, uterine prolapse and stress urinary incontinence and mesh was implanted along with the concurrent procedures of vaginal hysterectomy and cystoscopy. It was reported that the patient underwent surgery to repair superficial wound dehiscence, breakdown of the vaginal mucosa incision underneath the bladder overlying the existing anterior mesh on (B)(6) 2008. It was reported that the patient underwent revision due to erosion on (B)(6) 2009.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure in order to treat cystocele, rectocele, uterine prolapse and stress urinary incontinence and mesh was implanted along with the concurrent procedures of vaginal hysterectomy and cystoscopy. It was reported that the patient underwent surgery to repair superficial wound dehiscence, breakdown of the vaginal mucosa incision underneath the bladder overlying the existing anterior mesh on (B)(6) 2008. It was reported that the patient underwent revision due to erosion on (B)(6) 2009. It was reported that the patient underwent mesh revision on (B)(6) 2009.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent superficial wound dehiscence on (B)(6) 2008 by due to breakdown of the vaginal mucosa incision underneath the bladder overlying the anterior mesh. (B)(4).